Manufacturer narrative:
The returned device was evaluated and the device generated a 0x3d alarm, indicating that the step sensor was asserted before the wire was driven. A leak was observed in the unexposed portion of the soft cannula. A tear in the cannula was observed at the site of the leak. The internal leak caused the 0x3d alarm to generate. The leak also caused corrosion on the pcb and for the bottom and middle battery voltages to be lower than expected. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 500 mg/dl and the patient received a hazard alarm during operation.